Event description:
It was reported that the 8800 system had an x-ray switch stuck error and would not x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot-switch and hand controller were replaced during the service call. The system was tested and found to be working as intended, and put back into service.